Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was told that the pacemaker battery was low. Boston scientific technical services (ts) then discussed that could likely be due to programming, impedance and some other possible reasons that could affect the battery longevity. An attempt to obtain additional pertinent information was made but was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.